Event description:
Ous MDR - after an implantation period of approx. 31 months oversensing was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 33.5 cm distal to the is-1 connector pin. Abrasion marks were found in the proximal area of the lead. In particular, approx. 32.5 cm distal to the is-1 connector pin a damaged insulation was observed. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with the generator. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation were found which occurred most likely from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.